Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon visual inspection, it was noted that the patient was experiencing pocket erosion and infection. The pacemaker system was explanted and replaced. The patient was in stable condition afterwards.